Event description:
A (B)(6) male patient died in operating room during attempt to place medtronic micra av leadless single chamber pacemaker. A (B)(6) male brought to local ER on (B)(6) with shortness of breath over the last few days. EKG showed bradycardia, ventricular rate of 33, sinus rhythm with complete heart block and junctional escape, right bundle block, t-wave abnormality, and inferior lateral ischemia. A chest x-ray was also completed that showed the lungs were clear and there was no evidence of a pneumothorax. Physician determined that the only course to help failing heart was to place a pacemaker. They discussed with the family the pros and cons of placing a traditional pacemaker or a micra leadless pacemaker. Decision was made to go with the micra leadless implant. Patient transferred out of the emergency department to the cath lab, an arterial line was placed. Access gained in through the right leg, made adequate contact with the right atrium and performed a "tug test" as standard procedure. While attempting to place the micra leadless and possibly during the tug test, it appeared his right ventricle was perforated. An medical emergency was called and patient became extremely hypotensive and lost his pulses, requiring resuscitation. A pericardial effusion was noted on the echo and a pericardiocentesis was completed in the operating room. Patient expired despite resuscitative efforts. An autopsy was performed which showed evidence of cardiac tamponade and perforation at base of right atrial appendage. This was determined to be cause of death. FDA safety report ID# (B)(4).